Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the device was locked at the end of stapling. It was impossible to place a new cartridge. Problem solved by replacing the device. No patient consequence.

Manufacturer narrative:
(B)(4). Batch r5a360. Additional information requested but not received: can you please explain more how the device was locked at the end of stapling? Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? Was there difficulty installing the cartridge reload into the jaws of the device? Was there difficulty removing the cartridge reload from the jaws of the device? Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with an ecr60b partially fired 1/16 cartridge not loaded on the device. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the returned device and cartridge reload (b) were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Reload b: ecr60b, r59y7a, partially fired 1/16. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.